Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to premature battery depletion (pbd). The crt-p was removed and replaced with a new device successfully. No additional adverse patient effects were reported. No additional information was reported at this time.